Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01645. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that approximately 32 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability, loosening, and discomfort. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk , (B)(6), 200-02-41 - three peg patella 41mm.